Event description:
Rn reports she noticed 4 fingers had ripped through the gloves she was wearing while bathing a patient in mrsa (methicillin-resistant staph aureus) isolation. The assisting rn also had a hole in the fingertip of one of her gloves. Neither rn has long fingernails. Both rn's report this is a common occurrence.